Event description:
The consumer reported she mistakenly spilled the binaxnow covid-19 antigen self-test reagent solution on her hand and in her nose on (B)(6) 2022. The consumer stated that there was no burning sensation or discomfort experienced. The consumer confirmed no impact occurred and no treatment was needed.

Manufacturer narrative:
Consumer was advised to wash her hands under the running water and to flush her nostril with water and seek medical attention if any discomfort or irritation occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported she mistakenly spilled the binaxnow covid-19 antigen self-test reagent solution on her hand and in her nose on (B)(6) 2022. The consumer stated that there was no burning sensation or discomfort experienced. The consumer confirmed no impact occurred and no treatment was needed.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any discomfort or burning sensation. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : device discarded, single use device.